Event description:
The customer observed a lower than expected potassium calibration slope and an out of range low quality control levels when they started using the clinical chemistry serum ict calibrator, lot # 0505017. This occurred on the architect c8000. Using different vials from two different boxes, but the same lot # did not resolve the issue. There was no impact to pt management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.